Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. The patient was on vacation and charged the implantable neurostimulator (ins) to full on (B)(6) 2019. It was reported that when she checked her ins with the patient programmer (pp) and the charge level ¿looked like it was empty¿. The patient wondered if the implantable neurostimulator recharger (insr) was only ½ full as she didn¿t think to charge the insr. It was also reported that the patient was not having relief from their symptoms. It was clarified that the pp batteries were low, so the patient inserted new batteries. The pp showed the "charge neurostimulator battery" now screen as the device had depleted to off and the patient thought that she last charged the ins on (B)(6) 2019. The patient thought she was fine while on vacation, so she left her insr at home. A manufacturer representative (rep) was requested for assistance in the area where the patient was vacationing. There were no further complications reported or anticipated.